Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) reviewed and recommended device replacement. Subsequently this pacemaker was explanted and replaced. This device has been received for investigation. No additional adverse patient effects were reported.